Event description:
This lead was explanted due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between a 4 cm segment of lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple signs of wear along the lead fragments. On the proximal lead fragment the insulation was rubbed through 13.5 cm distal to the is-1 connector pin. On the distal lead fragment the insulation was rubbed through particularly 33 cm proximal to the lead tip. This damage can be considered as the root cause of the noise mentioned in the complaint text. The observed insulation damages indicate that the lead under complaint had been subject to constant interaction with another implantable device such as a nearby lead during the relatively long service time of more than 9 years. Furthermore the shock coils were found deformed which most likely resulted from the extraction procedure. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.